Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed and magnet need to be replaced. A field service engineer removed drawer 6 and observed a magnet stuck to the chassis, replaced the latch and reinstalled the drawer. Tested the drawer in utility mode, and the customer successfully recovered and inventoried the drawer, verified that the unit passed all tests. Fse performed preventive maintenance and proactively replaced the 2.1 retractor band and replaced the battery, verified proper functionality after the replacements. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2f2 drawer 6 failed and user requested to replace the magnet to the release the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.